Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient's father reported that they first noticed on (B)(6) 2023 that the values on the cgm were inaccurate (cgm 155 mg/dl; bg meter 130 mg/dl). On (B)(6) 2023, after the patient's lunch break, the patient passed out. The cgm was displaying 85 mg/dl and when a bg was checked it was 36 mg/dl. The patient's father intervened and immediately provided the patient with a glucagon injection and called emergency services. Additionally, he administered fast acting sugars. When emergency services arrived, the patient was already feeling better. They checked the patient's vital signs and suggested the patient remove and replace both the dexcom g6 sensor as well as the omnipod insulin pump. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.